Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No product was returned for evaluation. No data logs were returned for evaluation. Clinical details noted aorta waveform had disappeared from the automated impella controller but motor current was noted to be stable and didn't have any issues. The root cause of the optical signal issue cannot be determined as no product or data logs were returned for analysis. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that the aorta waveform disappeared during impella cp support, and the device exhibited an optical signal issue. The functionality of the pump remained unchanged, and support continued without interruption. The patient eventually expired while on impella support.